Event description:
The respiratory therapists were changing shift and during their bedside report they visually noticed a low pressure alarm from the vent display. The alarm was not audible and it could also not be cleared or reset. The silence button/membrane was not working. The vent appeared to be functioning properly and there was no harm or discomfort to the patient. At this time the vent was replaced.====================== manufacturer response for ventilator, ht70 (per site reporter).====================== they are aware that these membranes go bad and it needs to be replaced, they are also looking to see it a better membrane can be made for this unit. Nothing available at this time. They also stated that these membranes are going bad because people use pens or their nails when pressing the push buttons. There is no evidence of any damage.